Event description:
According to the facility, on (B)(6) 2026, "we tested a patient (serum) who tested positive (weak) in the cardinal kit x2 and completely negative x2 in the medline kit." The cardinal kit was used instead to confirm the positive test. The patient is doing "fine" as the cardinal kit showed the positive result, so the patient received appropriate treatment.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, "we tested a patient (serum) who tested positive (weak) in the cardinal kit x2 and completely negative x2 in the medline kit." The cardinal kit was used instead to confirm the positive test. The patient is doing "fine" as the cardinal kit showed the positive result, so the patient received appropriate treatment. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.